Event description:
Customer reported the system keeps tripping a circuit breaker and shutting down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the circuit breaker and the plug cover. System operates as intended.